Manufacturer narrative:
The product was not returned for evaluation. Without evaluating the device, we are unable to confirm the reported bent cannula or determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016; checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient¿s blood glucose (bg) levels reached 15.3 mmol/l (276 mg/dl) while wearing the pod between 4 and 24 hours on the leg. Patient was showering when she realized the pod was coming loose. When she got out of the shower she decided to replace the pod with a new one. When the pod was removed, it was reported that the cannula appeared curved and slightly bent. It was also reported that blood was observed on the adhesive. As treatment, the pod was replaced and correction boluses were delivered.